Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, before positioning the lead at the mid-portion of the right ventricular septum, high and out of range pacing impedance and high capture were observed on the lead via psa measurement. The physician elected not to use the lead due to suspect lead fracture and considered the risk of unable to remove the device after implanting. Another lead was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.9 cm. Analysis was normal. No anomalies were found.